Manufacturer narrative:
(B) (4) lens was discarded. (B) (4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore on insertion into the eye. Lens was removed with no widened incision and no suture required. No pt injury. The reporter stated the lens was damaged due to loading error. Lens was discarded.